Event description:
Subsequent information received: the reported distal guide separation was clarified to be a break of the distal guide and the sheath but still held together by the actuator wire. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 1562 was removed.

Manufacturer narrative:
The device was received; however, investigation has not yet begun. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, at time of placement of the device, the sheath and distal guide separated. There was a small part outside the tissue so it was easily removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 16f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.